Event description:
The customer stated that she was hospitalized due to hypoglycemia. The customer's blood glucose reading was 105 mg/dl. The customer stated that she used the reservoir for five days. The customer was advised to change her reservoir every three days. The customer also stated that she bolused twice, giving herself too much insulin, which is what caused the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.